Manufacturer narrative:
(B)(4). Date sent: 7/1/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # a70016 investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was received with a broken trigger. Additionally, the tyvek was returned along with the instrument, and the detached trigger was provided separately inside a plastic bag. The device was disassembled to evaluate the condition of the internal components. Upon examination, the trigger was confirmed to be broken, preventing proper feeding of the clips into the jaws. Furthermore, sixteen (16) clips were found remaining within the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Device history review a manufacturing record evaluation was performed for the finished device batch a70016 number, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide information about "all good with the patients and there were no harm to the patient" were there other cases reported? - no this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic case and was clipping the cystic duct & artery. 1st clip applier (broken handle) 1st clip perfectly formed, 2nd firing felt different when firing and 3rd firing handle broke 2nd clip applier, first clip didn¿t load when handle was deployed , fired 4 perfectly formed clips and 5th clip did not deploy. All good with the patients and there were no harm to the patient.